Manufacturer narrative:
Additional information on the report of tidal volume too low was received. The device was not repaired, it was a parameter adjustment. Upon request for patient information, it is unknown if the device was in use at the time of the incident.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the tidal volume too low. The device was in use at the time, but no patient harm was reported.